Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn, torn and partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during an unspecified procedure, the subject device was used. At the early stage from the beginning of the procedure, the user noticed that the tissue pad of the subject device was torn. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On january 27, 2021, olympus medical systems corp. (Omsc) found that the tissue pad of the device was partially separated.